Event description:
Consumer claims heating pad caught on fire. No injuries were reported with this incident.

Manufacturer narrative:
This pad had been bunched/crushed, which is a violation of the instructions and warnings provided. No injuries were reported. This incident is direct result of misuse/abuse of the product.